Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. .

Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customers blood glucose. No additional patient or event information was provided.